Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported laceration could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a retrograde aortic ventricular ablation of a left sided pathway, the tacticath se was pulled back into the sheath. The patient experienced a hard time breathing and neck pain. The procedure was completed and the patient was followed with a CT scan, which a laceration in the posterior branch off the aorta. The patient was followed to monitor bleeding, and it was ultimately determined surgery was not required. It was indicated by the physician that the laceration occurred due to the catheter being pulled around the aortic arch and back into the sheath too quickly. The patient was in stable condition. There were no performance issue with the abbott device.